Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was not required/performed as there was no allegation of product malfunction. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. Additionally, per the IFU, device migration or malposition requiring intervention is a known potential adverse event associated with the tavr procedure. In addition, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that the potential cause of the reported events of too aortic placement and hemodynamic instability are related to a combination of patient (significant septal bulge, mod-to severe calcium as well as small/hyperdynamic left ventricle) and procedural factors (aortic deployment of valve). Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.

Event description:
As reported by the edwards clinical specialist (cs), during the transapical tavr procedure, after the 26mm sapien was successfully deployed, the patient¿s blood pressures did not recover to acceptable levels. Echo confirmed there was a moderate amount of paravalvular regurgitation. Since the patient¿s pressures were not stabilizing, the patient was placed on by-pass. Once on by-pass, two separate balloon post dilations were performed, which decreased the paravalvular leak. The patient was removed from bypass and the procedure ended successfully with good final result. The patient was noted to have left the operating room in stable condition. Additional information provided by the cs, indicated the valve had been placed in proper position, 60/40 aortic, however, final deployment was slightly aortic resting in a 70:30 position. In addition, the physician noted that the patient had a small/hyperdynamic left ventricle that did not tolerate pacing. It was also noted that the patient¿s sinus of valsalva (sov) measured 27.8mm, the sinotubular junction (stj) measured 26mm, the ejection fraction was 55%, the aortic valve and aortic root were both moderately calcified, and the patient had severe ventricular septal hypertrophy. In addition, per report, the image intensifier angle and coaxial alignment of the delivery system was noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment.